Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. Baseline mitral valve area was 7.0 cm2. Two devices were implanted with a reduction of mitral valve insufficiency from grade IV to grade ii. 4 months and 20 days after the index procedure, the patient was hospitalized. Admission with symptoms of progressive peripheral edema, angina pectoris and cough. Chest x-ray showed bilateral pleural effusion and pulmonary congestion. Therapy with diuretics was done that resulted in a rapid improvement in the patient condition. Additionally, it was detected during hospitalization normocytic, hypochromic, hemolytic anemia (lowest hgb 6.6mmol/l). Hemolysis due to a new mitral valve stenosis was noted as possible. Iron replacement therapy was started without need for transfusion. Additional finding during hospitalization was suspected mitral valve stenosis. The discharge tte assessed transmitral antegrade mean gradient at 3.5 mmhg, with peak of 8.9 mmhg and mitral regurgitation as mild-moderate (2+). The 1-month tte assessed transmitral antegrade mean gradient at 5.3 mmhg, with peak of 14.7 mmhg, and mitral regurgitation as moderate-severe (3+). 6-month site tte assessed mean gradient at 8mmhg and mitral regurgitation as moderate-severe (3+). Mitral valve surgery was planned.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for increased gradient was confirmed with other empirical evidence. There are multiple patient and procedural factors that alone or in combination can cause or contribute to mitral/tricuspid stenosis. The pascal implant is deployed and secured to the leaflets of the valve, acting as a filler in the regurgitant orifice, this causes a reduction of the mitral valve orifice and may increase transvalvular gradients. In this case, the gradient increased more than expected, there was no allegation or indication a device malfunction contributed to this adverse event. No manufacturing non-conformities were identified from the investigation. As imaging was not provided, an imaging evaluation was not performed. Investigation results suggest patient conditions (chf congestive heart failure, cad coronary artery disease, hypertension, pah pulmonary arterial hypertension, permanent atrial fibrillation) and procedural context (mv area and high gradients could be related to underlying af) may have contributed to the adverse event. The root cause is not likely to be related to the pascal device. However, a definite root cause is unable to be determined.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. Baseline mitral valve area was 7.0 cm2. Two devices were implanted with a reduction of mitral valve insufficiency from grade IV to grade ii. 4 months and 20 days after the index procedure, the patient was hospitalized. Admission with symptoms of progressive peripheral edema, angina pectoris and cough. Chest x-ray showed bilateral pleural effusion and pulmonary congestion. Therapy with diuretics was done that resulted in a rapid improvement in the patient condition. Additionally, it was detected during hospitalization normocytic, hypochromic, hemolytic anemia (lowest hgb 6.6mmol/l). Hemolysis due to a new mitral valve stenosis was noted as possible. Iron replacement therapy was started without need for transfusion. Additional finding during hospitalization was suspected mitral valve stenosis. The discharge tte assessed transmitral antegrade mean gradient at 3.5 mmhg, with peak of 8.9 mmhg and mitral regurgitation as mild-moderate (2+). The 1-month tte assessed transmitral antegrade mean gradient at 5.3 mmhg, with peak of 14.7 mmhg, and mitral regurgitation as moderate-severe (3+). 6-month site tte assessed mean gradient at 8mmhg and mitral regurgitation as moderate-severe (3+). An elective surgical mitral valve replacement was performed approximately 8 months post implantation.